Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (won't connect to monitor) was confirmed. Upon investigation the electrode belt trunk cable connector pins were bent, preventing the electrode belt from connecting to a monitor. The root cause of the bent pins could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient called zoll customer support to report that his electrode belt wouldn't connect to his monitor. The patient was issued a replacement electrode belt.